Manufacturer narrative:
Late onset (>1 year post-operative) swelling and sibsidence is likely due to improper kinematics. The root cause of the improper kinematics may result from inadequate implant design, improper jig design, misuse of the jigs and/or improper implant placement. No anomalies were found in the case design or manufacturing.

Event description:
The patient called to leave a complaint that the knee never felt right 1-2 years post-operatively. In 2022, the left knee became swollen and bone scan showed patella component loosening. Other components may be loosening too and will require a revision surgery.